Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned for evaluation and the reported ribbon coil separation and resistance with the guiding catheter was confirmed. Based on visual and dimensional analysis of the returned device, and scanning electron microscopy (sem) analysis there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that while advancing the supracore guide wire, resistance was noted with the guiding catheter. It was then observed that there was a sharp end was on the mid portion of the guide wire and the physician was concerned that this could cause injury to the vessel. The supracore was removed without difficulty. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.